Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with phlyctenulosis along flap edge with surround diffuse lamellar keratitis (dlk), in the left eye only, at the one day postoperative visit. The topical steroid drops were increased. The visual acuity was not affected. In a follow up, the optometrist reported that by postoperative day 4 (four), the event was resolving and the patient reported light sensitivity. By the third week after surgery, all symptoms had resolved and the patient was doing 'much better." No further information is expected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).